Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a broken string. The procedure was completed with no reported injury.